Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's husband was assisting the patient by holding the pp antenna over the ins site when they felt a vibration at the implant site. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient did not know the cause of the vibration at the implant site and the issue was resolved when a new unit was sent. The patient noted that she returned the unit. There were no further symptoms or complications reported or anticipated.